Manufacturer narrative:
Details of complaint: the customer reported of a potential missed brady alarm, stated that on (B)(6) 2021 at approx 1600 hrs, the g9 unit was monitoring a patient via a bsm-1753 and the patient had brady hr issues that should have triggered the alarm. By the time the biomed was able to get to the g9 unit, the nurses had already disconnected and re-attached the bsm to its dau. The biomed states that he believes that either the g9 wasn't properly connected to the bsm, or that the bsm may not have been fully connected onto the dau. The biomed also stated that he believes the g9 had lost connection with the bsm because the g9 display was off when he arrived at the cns. Device logs were sent to the manufacturer for analysis. Service requested: troubleshooting service performed: troubleshooting investigation summary: based on the analysis, the patient was admitted and monitored on the g9 starting at 7:44:04 (B)(6) 2021. At 15:15:16, the input unit was disconnected for unknown reasons. At the input unit (bsm-1753a), alarms were generated. At 16:09:35, the input unit was reconnected, reestablished monitoring at the g9 and cns. The root cause of the stated alarm not being triggered at the g9 or the cns is due to the input unit being disconnected. Recommendation from the manufacturer: please explain to customer that monitoring of the patient should be confirmed at the cns. The overall risk is low. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported of a potential missed brady alarm. They stated that the transmistter (g9) unit was monitoring a patient via a bedside monior (bsm) and the patient had a brady hr issues that should have triggered the alarm. By the time the biomed was able to get to the trasmitter (g9) unit, the nurses had already disconnected and re-attached the bedside monitor (bsm) to the to its dau. The biomed stated that they believes that either the transmitter (g9) wasn't properly connected to the bedside (bsm), or that the bedside monitor (bsm) may not have been fully connected onto the dau. The biomed also stated that they believes the transmitter (g9) had lost connection with the bedside monitor (bsm) because the transmitter (g9) display was off when he arrived at the cental nursing station (cns). There was no harm reported.

Manufacturer narrative:
The customer reported of a potential missed brady alarm. They stated that the transmitter (g9) unit was monitoring a patient via a bedside monitor (bsm) and the patient had a brady hr issues that should have triggered the alarm. By the time the biomed was able to get to the transmitter (g9) unit, the nurses had already disconnected and re-attached the bedside monitor (bsm) to the to its dau. The biomed stated that they believes that either the transmitter (g9) wasn't properly connected to the bedside (bsm), or that the bedside monitor (bsm) may not have been fully connected onto the dau. The biomed also stated that they believes the transmitter (g9) had lost connection with the bedside monitor (bsm) because the transmitter (g9) display was off when he arrived at the central nursing station (cns). There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of a potential missed brady alarm. They stated that the transmitter (g9) unit was monitoring a patient via a bedside monitor (bsm) and the patient had a brady hr issues that should have triggered the alarm. By the time the biomed was able to get to the transmitter (g9) unit, the nurses had already disconnected and re-attached the bedside monitor (bsm) to the to its dau. The biomed stated that they believes that either the transmitter (g9) wasn't properly connected to the bedside (bsm), or that the bedside monitor (bsm) may not have been fully connected onto the dau. The biomed also stated that they believes the transmitter (g9) had lost connection with the bedside monitor (bsm) because the transmitter (g9) display was off when he arrived at the cental nursing station (cns). There was no harm reported.